Event description:
It was reported that a pump was programmed to deliver 555 ml of fluid at a rate of 625 ml/hr. The customer stated that the infusion was delivered in "a little more than an hour." The customer stated that this was a secondary infusion, in which the primary IV line was required to be clamped in order to prevent delivery from the primary IV container.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The spectrum operators manual warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.